Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that during a routine follow up the clinic noted the patient had received three shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD). T-wave oversensing was noted and boston scientific technical services (ts) was consulted to review the data. Upon review, ts observed a change in morphology that appeared to correlate with a change in heart rate which led to oversensing and double-counting. Ts discussed further programming and troubleshooting options to optimize the system per the patient condition.. The s-ICD remains in service and no adverse patient effects were reported.